Manufacturer narrative:
The reported ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported internal battery failure error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator screen blacked out and the device turned off after attempting a software upgrade. After the device started again, no startup sound was heard and the screen displayed version 1.06.10. The display remained in english and the numerical values were not displayed. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code relating to 'therapy held in bm' was found in the device's error log. The service technician states that the software reinstallation was performed and was successfully completed to resolve the error. Additionally, an 'internal battery failed' error code was also found in the device's error log. The service technician states that internal battery was replaced to resolve the error. An additional not-reportable error code relating to 'detachable battery failed' was also present in the error log. The detachable battery was replaced to resolve the error. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. The software was upgraded from 1.06.10 to 1.06.15.